Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by the sales rep that during shoulder arthroscopy surgical procedure, it was observed that the fms duo pump device was not providing enough pressure. It was reported that a biomed checked and confirmed it was not working properly. According to the reporter, the pump was running high. Meaning the pressure was running at the ¿lavage¿ setting when it wasn¿t supposed to. The surgeon and staff are very experienced with the fms duo (12+ years of usage), and performed the necessary troubleshooting points. There was no delay in the surgical procedure. Another pump was brought in to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received at service center and evaluated. The reported failure could not be confirmed but the device had inadequate flow. The repair and testing of the unit will not be completed at this time because there is no need for it in the pool due to excess units in the pool at this time. Unit placed into long term hold. We cannot discern a root cause for the inadequate flow. The device was manufactured by a facility which has been closed since 2011, therefore a review of lot/batch history for each legacy fms product complaint is not possible since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).